Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a fault reported, the device passed all incoming functional vxi tests. The outputs on the oscilloscope through the full range of settings was verified with no anomalies observed. The rate on the counter was verified through its full range of settings and no anomalies were observed and all knobs were slowly turned over the entire range and each button was pressed, checking for proper operation and no anomalies were observed. Analysis did note that the upper case was dented, the lower case was broken and the keyboard was scratched. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a fault reported. Follow up was unable to determine additional information regarding the fault. The epg was returned for repair. No patient complications have been reported as a result of this event.